Manufacturer narrative:
Additional information received confirms no si occurred.

Event description:
(B)(6) 2024 it is stated that the nurse felt drops of blood on her forehead and was wearing ppe. Were there open areas in the skin where the blood touched the nurse? The skin was intact; indeed it was not necessary to perform further prophylactic actions. Has the blood been exposed to any mucous membrane? No has the nurse received a diagnosis or long-term treatment due to this exposure? No are you saying that the blood control function didn't work? The blood has splashed from the catheter hub just after pushing the button of the safety system, so we could assume blood control function has not worked properly. Are you referring to a leak beyond the septum? Yes

Event description:
It was reported that bd insyte autog bc global leakage past blood control with splatter. The following information was provided by the initial reporter, translated from italian to english: the following is what is stated in the document also sent to bd by e-mail: "the event accedes successfully at the phase of reception of the patient in the operating room, during the insertion of the peripheral venous catheter to an infected patient who reports having as his only vein retrievable the basilica in the right forearm. A because of the uncomfortable position of the vein the patient flexes his arm with his hand turning upward (in the direction of the head) to expose the area to be punctured better. The female operator places herself next to the patient's head (which was on her left), an unusual and uncomfortable position for venipuncture but the most appropriate one for that moment. The female operator punctures the vein, fully retracts the cannula, retracts the guide needle slightly and presses the button of safety closure activation. At that moment she feels her forehead wet with tiny drops of blood. This is the only uncovered area of the worker because she was wearing the various dpi (headset, goggles, surgical mask, gloves) and it is the area most direct as the crow flies from the point of venepuncture because of the position it is forced to keep," in the text of the accompanying email it is specified that the patient was hcv and hiv positive and that in any case the nurse was provided with appropriate ppe also in view of the fact that the malfunction of the safety system with blood spillage had been occurring for some time. The reporting pharmacist requested our intervention to repeat the training on the proper use of our insyte autoguard bc at the department where the incident occurred ((B)(6) hospital).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.